Manufacturer narrative:
A steris service technician arrived at the facility, inspected the sterilizer and found the unit was leaking from the main steam valve. The technician replaced an o-ring in the steam line pipe fitting and ensured all steam line fittings were secured and operating to specification. The unit was installed in (B)(6) 2003 and is currently under a steris service contract. The last pm was completed on (B)(6) 2014, at which time the unit was confirmed to be operating to specification. No further issues have been reported.

Event description:
The user facility reported their unit was leaking water. The amount of water which leaked was approximately five gallons and spread approximately ten feet outside of the sterilizer footprint. No injuries or procedural delays/cancellations were reported.